Manufacturer narrative:
An event of "the physician pushing the amulet too far into the appendage creating a pericardial effusion" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. During deployment, a perforation was noted due to the physician pushing the the amulet too far into the appendage creating a pericardial effusion. A pericardial puncture was performed and the amulet remains implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.